Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the connector to the cardiotomy was leaking. There was no pt involvement as this occurred during prime.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the red three way stopcock was broken. The most likely cause of the event appears to be damage that occurred during shipping and handling. These units are 100% leak tested and visually inspected prior to shipment, a broken stop cock would have been detected during this process. (B)(4). Method: actual device evaluated. Photographic images. Visual inspection. Results: component/subassembly failure. Conclusions: device failure directly caused event. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.